Event description:
During product service as part of preventative maintenance by a service technician, a flo-gard infusion pump presented a low battery alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, and battery testing were performed. The device presented the low battery alarm during battery testing. The cause of the alarm was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.